Event description:
Customer reported that on three occasions when ecgs were captured on the eli380 electrocardiograph and transmitted to pyramis, the pt demographic info did not match the order number. With each occurrence the tech found the mismatch, edited the pt demographic info, and saved the record. There have been no pt injuries or misdiagnoses reported.

Manufacturer narrative:
Eval summary: pyramis sn (B)(4) is a software product that does not need to be returned to mortara to perform an eval. Mortara is performing an engineering eval of the software related to this customer complaint. A f/u report will be submitted when the investigation is complete.